Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a watchman truseal access system (truseal) with the dilator outside the sheath. Inspection of the hub, sheath, and tip revealed tip damage as the tip was folded inward. There was polytetrafluoroethylene delaminating from the inner shaft wall of the tip. There was a kink caused during analysis 5cm from the tip as well as a hole caused by tweezers when pulling the soft end of the tip out of the sheath. No other damage or defects were found. Product analysis confirmed the reported event as the tip was damaged.

Event description:
Reportable based on device analysis completed on 23-march-2022. It was reported that the watchman truseal access system was prepped and the physician noticed that the blue tip was damaged before entering the patient and was removed. A new watchman truseal access system was used to complete the case. No patient complications occurred. However, returned device analysis revealed delamination.